Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the pads cable was not recognized during opcheck. There was no pt involvement.